Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the up arrow, down arrow, and ok keypad buttons require several presses to obtain a response. She noted that the buttons feel flat; stated that she wears the pump underneath her clothing; and denied cleaning the pump.